Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain ripped and approximately 16mm of the broken drain remained in the patient. The patient required a secondary surgical procedure to remove the remaining piece of drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used hubless silicone flat drain only. Visual inspection noted that the drain broke and the drainage tubing and the broken piece of the drain were not returned. Further visual evaluation using a 10x glass magnifier noted that the breakage site had jagged edges which suggests that excessive force had been applied to the drain. A dimensional evaluation found that the device was within specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " precautions: avoid suturing through the drains to minimize the possibility of breakage. Drains should lie flat and in line with the skin exit path. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal." (B)(4).